Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd ultra-fine¿ pen needle were to short. The following information was provided by the initial reporter, translated from german to english: patient complained that the needles were too short.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-dec-2022. H6: investigation summary one open and one sealed 31g x 5mm pen needle samples were returned from lot. No. 2172157, cat. No. 320522. Visual examination was carried out on the open sample and a broken patient end of cannula was observed. No manufacturing related issues were observed and no issues were observed with the length of the cannula. Visual examination was also carried out on the sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported by the customer that the bd ultra-fine¿ pen needle were to short. The following information was provided by the initial reporter, translated from german to english: patient complained that the needles were too short.